Event description:
The customer opened a new carton of contour ts test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The returned strips were tested in the qa lab and read an average of 21mg/dl high out of spec. The high results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The retention lot number gave satisfactory performance